Manufacturer narrative:
Date received by manufacturer: 17jul2019. Date of report: 23jul2019. The fse evaluated the unit. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator's touchscreen was faulty. There was no patient or user involvement.

Manufacturer narrative:
Date rec¿d by MFR : 12aug2019, date of report : 13aug2019. The replaced touchscreen was returned for failure investigation. It was determined that the resistances and resistance ratio were out of specification which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.